Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent a primary breast augmentation with a 250cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient is to undergo device explantation on (B)(6) 2024.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 30, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.1 cm. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 31, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).